Event description:
The biomedical engineer (bme) reported the bedside monitor (bsm) is reading inconsistently and giving incorrect readings, validated incorrect with a patient simulator. Customer notes that the plastic around the connector is damaged causing intermittent contact on one of the ECG pins in the connector integrated into the device. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported the bedside monitor (bsm) is reading inconsistently and giving incorrect readings, validated incorrect with a patient simulator. Customer notes that the plastic around the connector is damaged causing intermittent contact on one of the ECG pins in the connector integrated into the device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.